Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the contrast leakage was observed around the proxy side of the balloon at 19 atm. It was further reported that the bonding allegedly came loose and the balloon was removed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the contrast leakage was observed around the proxy side of the balloon at 19 atm. It was further reported that the bonding allegedly came loose and the balloon was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado device was returned for evaluation. An in-house presto inflation device was used to inflate the balloon, and a leak was noted at the proximal glue joint. Under microscopic observations, there appeared to be separation at the proximal glue joint. No other functional testing performed. Therefore, the investigation is confirmed for the reported break, as a separation was noted at the proximal glue point from which the device leaked. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.